Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology - 90% stenosis, it was reported that the severely calcified vessel was the main contributing factor to the stent dislodgement ); inherent risk of procedure (stent embolization); no results available since no evaluation was performed (device not returned for review). Conclusions: device failure related to patient condition ((lesion morphology - 90% stenosis, it was reported that the severely calcified vessel was the main contributing factor to the stent dislodgement); inherent risk of procedure (stent embolization); unable to confirm complaint (device not returned for review). (B)(4).

Event description:
It was intended to treat a mildly tortuous, severely calcified lesion exhibiting 90% stenosis in the cx artery with a 2.25x14mm integrity rx bare metal stent. The lesion had been pre-dilated. The integrity device was prepped and inspected with no issues noted. Resistance was encountered when advancing the device . It was reported that during delivery and positioning of the device, the stent dislodged from the balloon. A balloon was used to crush the stent against the vessel wall and a new integrity stent was placed over it to treat the lesion. It was reported that the severely calcified vessel was the main contributing factor to the stent dislodgement. No clinical patient sequelae were reported.

Event description:
Images and procedural notes were returned to the manufacturing facility. Procedural notes review: review confirmed that the integrity 2.25x14mm stent failed to cross the lesion and that an attempt was made to deploy the stent for 15 seconds at 14atm. It is also confirmed that a sprinter legend device was used to crush the dislodged stent to the vessel wall and that an integrity 2.25x22mm device was used to treat a lesion to complete the procedure. Image review: the image review showed the proximal cx artery to have stenosis and calcification present in the vessel. A 2.25x14mm stent was being used initially to treat the vessel. The images from the coronary angiograph showed evidence that the device met with resistance during device advancement. The stent dislodged from the delivery system during the procedure. The physician used a balloon to press the stent against the vessel wall. Another integrity stent can be seen being deployed over the dislodged crushed stent and to treat the lesion. The vessel can be seen to be more expanded after the larger integrity stent is deployed in the vessel.